Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The clinician reported that during bypass, an error code was displayed and the pump stopped. The pump was power cycled on and off and then re-started. However, the pump stop re-occurred. There was no report of patient injury. The speed potentiometer was replaced and the pump functioned properly. As a precaution, two other speed potentiometers were changed out even tough there was no issue with their associated pumps. All three were returned to sorin group (B)(4) for evaluation. Sorin group (B)(4) has sent the speed potentiometers to the supplier for further evaluation. A follow-up report will be filed when the investigation is complete. There was no report of patient injury. The facility notified the county's competent authority. This medwatch report is being filed as a result of these actions.

Event description:
The clinician reported that during bypass, an error code was displayed and the pump stopped. The pump was power cycled on and off and then re-started. However, the pump stop re-occurred. There was no report of patient injury.